Manufacturer narrative:
Unit passed the self-test and displacement test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to hardware error found on 15-apr-2024 at 22:40:10.00. The formatted history file confirmed pump error 53 alarm (line number 599 file number (B)(4) ). Pump error 4 alarm was found on the 15-apr-2024 at 22:40:10.00 due to motor mcu did not receive the acknowledge from main mcu. The pump was cut open and exposure to moisture damage was found on pcba 1 and the force sensor during visual inspection. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, scratched case, keypad overlay texture damage. In summary, customers alleged pump error 53 was confirmed through the pump history download due to a suspected hardware error occurring during file delivery_timers.c due to 6 sec message timeout while canceling normal bolus. Unable to confirm the error is software or hardware due to detailed traces did not cover the time frame of the incident. Cannot co pump error 4 alarm was confirmed due to a hardware error on the motor or main mcu. Exposed to moisture confirmed on the pcba 1 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the reported event. The customer was able to clear the error and complete the rewind. The pump error occurred when the customer was lying in the bed. No harm requiring medical intervention was reported. A product return for mmt-1880l was requested and the customer responded that the pump would be returned.